Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave a reading of 70 mg/dl when the blood glucose reading was 180 mg/dl. She also reported that she received lost sensor alerts. Nothing further was reported.